Event description:
It was reported that the electric dermatome was not taking skin and was having motor noise issues. The timing of the event is unknown and there was no indication of harm or delay. Due diligence is complete as multiple attempts were made; however, no further information was received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to be out of calibration and the control bar position was not correct. The unit and position of the control bar were recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: united kingdom.